Manufacturer narrative:
H10: the device was being prepped for use at the time the reported issue was discovered which occurred before therapy; there was no harm to any patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed that in the process of prepping for use, the machine had a high-priority alarm, indicating that the near-end pressure monitoring tube is disconnected, and the actual machine end and the patient end are kept connected and correctly connected. The hospital reported that the fault was accidental, and the equipment is back to normal use. The device was confirmed to be operating per specifications and no failure was identified. The hospital reported that there was no fault, it was determined that it was due to user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a proximal pressure line disconnect alarm message. The machine end and the patient end maintain pipeline connections and are correctly connected. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.

Manufacturer narrative:
E: (B)(6) hospital. Institution phone: (B)(6). Reporter phone: (B)(6).